Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag(manufacturer). This report has been identified as b. Braun melsungen ag internal report (B)(4). The device has been requested to send it for investigation to bbm laboratory in melsungen. During the analysis of the histroy log files it could be detected two pressure and one upstream alarm. No more abnormaities could be detected. At the visual investigation no damages or other abnormaities could be detected. During the functional test it was possible to bring the pump in operation. The downstream sensor was checked. For this investigation the electronic pressure cut-off and the mechanical pressure limitation were checked. Furthermore the pressure stability of the safety clamp concerning the percolation (free flow possibility) was checked. The device fulfills the required values according to the specifications of the technical safety check (tsc). During an inside investigation it could be detected that the lock bolt drive was slightly bent. The complaint could not be confirmed. The device works within the specification.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in united kingdom): "faulty infusion" customer information: patient was receiving a noraldrenaline infusion when the pressure suddenly increased, patients blood started flowing back into giving set. A new pump and new giving set therefore had to be used. The date of occurrence was not reported.